Event description:
It was reported that the ventilator malfunctioned during use. No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, deformation of the front panel of the main unit was observed. Per functional testing, the ventilation volume adjustment knob does not move to the minimum position. Also, the output value of CPAP is outside the standard value. The complaint was confirmed. The root cause was front panel deformation, rotary flow valve and main switch assembly failure due to mechanical shock from falling or having been dropped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The front panel, main switch assembly, and rotary flow valve were replaced. The device passed all tests after the repair.